Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a damaged blade. The broken piece measured approximately 0.084" x 0.524" in length and was not returned with the accessory. The probable root cause is attributed to use conditions. Damaged blade is triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also led to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument could not be recognized by the system. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The customer completed the procedure and no known impact or patient consequence was reported.